Event description:
Patient began suffering upper airway bleeding during a cardiac arrest resuscitation following placement and use of an igel supraglottic airway. An experienced provider (17 years as a paramedic) with hundreds of out of hospital cardiac arrests attended and hundreds of igel placements inserted a number 4 igel, placed via manufacturer instruction, lubricated with supplied water-based lubricant, secured with supplied elastic green strap. A bag mask was attached to the patient and ventilation given during resuscitation with cardiopulmonary resuscitation during the 30 minutes and multiple defibrillation attempts. Bright red blood began filling the igel after approximately 28 minutes into the resuscitation, and this increased in volume during transport until igel was removed at hospital and replaced with endotracheal tube. Total time of prehospital care approximately 45 minutes.